Event description:
Procedure type: low anterior resection. According to the reporter: idrive ultra (handle, adapter, reload) start self-calibration by itself without any button touched. Once operator inserted the reload into the abdomen after the proper assembly and close +open, idrive ultra handle started self calibration and reload articulated and came back to neutral position by itself. No injury occurred. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No buttress material was used.

Manufacturer narrative:
(B)(4).